Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie j tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062918-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received. The two lot numbers that are reportedly involved in the event are 32294384 and 32224185. Since it is unsure which lot number was involved in the event, this report is for lot number 32294384 abbvie record number (B)(4). Lot number 32224185 is being reported on abbvie record (B)(4).

Event description:
On an unknown date a patient in (B)(6) underwent surgery to insert a percutaneous endoscopic gastrostomy (peg) and jejunostomy (pej) tube. The procedure was a radiological insertion. Patient experienced a perforated bowel from the surgery. The patient developed peritonitis and was treated with antibiotics. The patient was admitted to intensive care unit. It was reported that the patient underwent an operation and an operation to wash out stomach and sew up hole was reported. The duodopa was not reintroduced. Two pej tubes were used during the procedure, however it is unknown which tube batch number was being implanted when the perforation occurred.